Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with a highest blood glucose of 561 mg/dl for a few hours while using an inset 6 mm, 23 in infusion set with no alarms or delivery stops, after which the user administered subcutaneous insulin via pen and was advised to remain disconnected from the pump for at least two hours; replacement contact detach infusion sets were arranged and troubleshooting education was provided. Symptoms included nausea. Outcomes included no medical intervention, no assistance administering back-up therapy, and no hospitalization. Investigation included review of the event history as reported by the user, assessment of infusion set status and alarm history, and provision of education on use of back-up therapy and disconnection guidance. Investigation of this case revealed no device alarms, no reported infusion set leak, and an unclear cause of hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.